Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the common bile duct to treat an icteric sclera during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024. During the procedure, the delivery system was stuck with the guidewire, and the guide catheter broke. The broken guide catheter and delivery system were removed in one piece by pulling out the guidewire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.